Manufacturer narrative:
(B)(4)

Event description:
It was reported that post operatively, impedance of >3600 ohms were seen on electrodes #4 to 7 (pt's left side) when tested at 3 volts (90 microseconds, 100 hz). Normal impedances were seen on the electrodes for the pt's right side and the pt felt stimulation as appropriate. It was noted that the current was less than 0.065 ma at this voltage. The amplitude was then increased to 6 volts and the current was measured at less than 0.130 ma. When the amplitude was then increased to 9 volts, the current measured at less than 0.196 ma which indicated that there may be a connection issue. Add'l info was requested.